Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they have had a uti for over a year, ever since having the device implanted by a gynecologist. The patient reported that they have been going to a urologist for over a year and has been given 3 or 4 prescriptions for infection. It was reported that the patient goes to the bathroom more now than ever but with a lot of pain. The patient stated they will be getting a lawyer to get some compensation for damage.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had a urinary tract infection (uti) ever since she had the device implanted. The patient noted she was going to a healthcare professional (hcp) and had informed the hcp she wanted the device taken out. There was no date set for device removal. The patient stated the hcp felt they should leave it in. The patient stated she had to use a catheter to empty her bladder. The patient stated she had been through tons of test because of the having to use her catheter to empty her bladder. The patient stated she hadn¿t tried turning stimulation off because she never had any education on how to turn stimulation off. The patient stated the hcp did advise her to trying it off. The patient did not have the patient programmer at the time of the call. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.